Manufacturer narrative:
(B)(4). Section d.1. Brand name corrected from arrow autocat2 japanese to arrow autocat2. Section d.4. Catalog number corrected from iap-0400j to iap-0400. Unique identifier (UDI)# corrected from (B)(4) to (B)(4). The reported complaint of "abnormal alarm" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported ", when using the intra-aortic balloon counterpulsation pump in the cardiac ICU, an abnormal alarm was raised after the device was powered off after use. The malfunction was determined to be battery depletion". This issue was noted after use. The patient's current condition is reported as "fine".

Event description:
It was reported ", when using the intra-aortic balloon counterpulsation pump in the cardiac ICU, an abnormal alarm was raised after the device was powered off after use. The malfunction was determined to be battery depletion". This issue was noted after use. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).